Event description:
It was reported that during an acl, while inserting a multifix, the shaft that secures the anchor tip broke, resulting in the inability to insert the entire anchor. The physician removed the anchor tip that was embedded in the bone and the damaged shaft; which derived in a significant delay in surgery that was completed with a back-up device used in an additional bone hole that had to be drilled, leaving a void left into the patient´s bone, that had a medium quality. No further complications were reported.

Manufacturer narrative:
H10: h2: additional information: b1, b2, b5: event description. Corrected data: h6: health effect - clinical and impact code.

Manufacturer narrative:
H10 h6: a device deficiency was not identified, and the root cause of the reported event could not be determined since the device was not returned for evaluation. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. The instructions for use were reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the material specifications found that the raw material strength requirements specified and each lot must be accompanied by a material certificate of analysis. Please refer to the instructions for use for precautions and warnings related to the use of the device. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.

Manufacturer narrative:
H10: internal complaint reference: (B)(4).

Event description:
It was reported that during an acl, while inserting a multifix, the shaft that secures the anchor tip broke, resulting in the inability to insert the entire anchor. The physician removed the anchor tip that was embedded in the bone and the damaged shaft; which derived in a significant delay in surgery that was completed with a back-up device. No further complications were reported.